Manufacturer narrative:
Conclusion: aaccording the information received, a finetuner echo was sent to service _ repair. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Additionally, a missing component and a broken conductive path on the circuit board were observed, likely resulting from mechanical overstress. As review of the device history records (DHR) confirmed compliance with specifications at release. This is a final report.

Event description:
During device investigation a failed capacitor was detected which was clearly the reason for malfunctioning. No injury was reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During device investigation a failed capacitor was detected which was clearly the reason for malfunctioning. No injury was reported.